Event description:
It was reported that the cordless driver high speed bur attachment was overheating during performance testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The reported event of overheating was confirmed through functional evaluation. Upon disassembly, internal corrosion and debris were found. The presence of corrosion/debris is likely to cause or contribute to the reported event due to increased friction. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that the cordless driver high speed bur attachment was overheating during performance testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.